Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No additional observations were carried out.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, a little pain, skin drooping, recall.

Event description:
Patient reported left side "rupture, a little pain, skin drooping" and mentioned the recall. Device remains implanted.